Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported finding the ins battery at 100% when trying to charge the implant today, even though the last charge was on tuesday and the ins should not be at full battery. Pt was certain the ins was turned on. Agent had pt access the app and discovered therapy was off. Agent instructed pt to turn on therapy under group b and monitor the ins, noting the battery should start decreasing now. Troubleshooting resolved the issue.

Event description:
Patient called and repeated previously documented information. Patient stated the phone was still showing that they were charged to 100%, which was not true as they did not charge their implant at all on wednesday. Agent confirmed patient was referring to handset battery level, which agent explained. Agent had patient connect through recharger application; patient reported implant at 70% with therapy on. Agent reviewed information and patient indicated they understood.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.